Manufacturer narrative:
Additional information: a medtronic representative reported that after charging the imaging system overnight, the device functioned as designed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, after charging the imaging system over night, a low battery message was displayed the next day when the site went to use the system. Site used another medtronic imaging system for case. There was no patient present at the time of the issue.